Event description:
While pushing my mother on her walker, the walker folded as she fell hitting the back of her head. She had a big knot the back of her head, but no blood. This walker has no lock to keep it from folding. If someone is riding or pushing, and they hit a small bump or crack, this walker will fold.